Event description:
Boston scientific received information that this right ventricular (rv) lead had fractured. It was also reported that this patient received inappropriate shock therapy years ago due to this issue. The patient underwent a revision procedure and this lead was explanted. No additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis was performed and confirmed that the lead body was bent, the insulation was partially worn, and all the rate/sense coils (-) were fractured. Detailed analysis revealed evidence of fatigue observed on each of the wire fractures along with some overload.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.